Event description:
It was reported that the patient began experiencing pain at the ipg site and ineffective stimulation. As a result, surgical intervention was undertaken on (B)(6) 2024 during which the physician suspected infection at the ipg site and explanted the entire system to address the issue. It is unknown which lead was causing the ineffective stimulation.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4) , serial: (B)(6) , batch: a000147441. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.